Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: two (2) devices were received for evaluation. Visual inspection was performed, and dark particulate matter contaminates were identified in the unopened returned sample packaging. The reported condition was verified. The cause of the reported condition could not be determined; however, the cause was most likely related to variations of the product manufacturing packaging process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) exactamix vented micro-volume inlets had visible particulate matter contamination. This was noticed during self-check. There was no patient involvement. No additional information is available.